Event description:
The following has been reported to hamilton medical ag on 25 april 2024 it was reported that hamilton t1 ventilator (sn (B)(6)), teslaspy led red x lights up (teslaspy board (B)(4) or (B)(4) with firmware 2.x or higher). An audible alarm sounds with no ventilation interruption. Potential root cause associated to this issue could be related to: -defective teslaspy board (electronic, hall sensors, loudspeaker) -led board -cables from/to teslaspy board/ led board accordingly, the following correction could be considered: 1. Ventilate the patient using an alternative method. 2. Remove the ventilator from use and from mr-environment 3. Switch off and on the teslaspy board if failure reappears: -check cables from / to teslaspy board /led board -replace the teslaspy board and make sure the latest firmware is installed (refer to kb-3646) according to the available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information:  **UDI related data quality updates only**  field d4 was updated with full UDI information.   .----------------------------------------------------------------------- . It was reported that the device generated an "alarming teslaspy" event. No patient involvement. Consequently, the event did not cause or contribute to a death or serious injury to a patient. A replacement teslaspy board was shipped to the customer. No confirmation was received regarding the resolution of the issue. Although the outcome could not be verified, it is assumed that the issue was resolved by replacing the teslaspy board, as no further issues have been reported..-----------------------------------------------------------------------

Event description:
The following has been reported to hamilton medical ag on 25 april 2024 it was reported that hamilton-mr1 ventilator (sn (B)(6), teslaspy led red x lights up (teslaspy board pn161852 or pn161942 with firmware 2.x or higher). An audible alarm sounds with no ventilation interruption. Potential root cause associated to this issue could be related to: -defective teslaspy board (electronic, hall sensors, loudspeaker) -led board -cables from/to teslaspy board/ led board. Accordingly, the following correction could be considered: 1. Ventilate the patient using an alternative method. 2. Remove the ventilator from use and from mr-environment. 3. Switch off and on the teslaspy board. If failure reappears: -check cables from / to teslaspy board /led board -replace the teslaspy board and make sure the latest firmware is installed (refer to kb-3646) according to the available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, b5, d1, d2a, d4, g4, g6, h2, h4, h11.

Event description:
The following has been reported to hamilton medical ag on 25 april 2024 it was reported that hamilton-mr1 ventilator (sn (B)(6)), teslaspy led red x lights up (teslaspy board pn161852 or pn161942 with firmware 2.x or higher). An audible alarm sounds with no ventilation interruption. Potential root cause associated to this issue could be related to: -defective teslaspy board (electronic, hall sensors, loudspeaker) -led board -cables from/to teslaspy board/ led board accordingly, the following correction could be considered: 1. Ventilate the patient using an alternative method. 2. Remove the ventilator from use and from mr-environment 3. Switch off and on the teslaspy board if failure reappears: -check cables from / to teslaspy board /led board -replace the teslaspy board and make sure the latest firmware is installed (refer to kb-3646) according to the available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.